Manufacturer narrative:
Related report numbers 2015691-2025-02124 and 2015691-2025-02136 were previously not written in h10.

Manufacturer narrative:
Multiple attempts were made to secure return of the device however the device was not sent back for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. Manufacturing controls to avoid potential causes of inaccurate values, include visual inspections and electrical testing of 100% of devices. The device history record review was completed and no related non-conformances were found. The instructions for use (IFU) provides the following warnings: do not apply finger cuff(s) on a hand or finger when a second blood pressure measurement device is actively monitoring on the same arm. Do not use a damaged finger cuff. This may result in inaccurate measurements or may damage the edwards monitoring system. Improper placement or alignment of the finger cuff can lead to inaccurate monitoring.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Report with FDA report ID number 2015691-2025-02124 and 2015691-2025-02136 were submitted for the two other malfunctioned vwa. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported a vwca displayed inaccurate blood pressure values during an elective knee surgery this issue occurred while troubleshooting of two other malfunctioned vwca. Staff eventually just stopped using the finger cuffs. The patient did not receive treatment for the inaccurate values. There was no patient harm.